Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, patient experienced blurred and decreased vision. The clinical reason was decentered pciol (posterior chamber intraocular lenses). The iol was exchanged in a secondary procedure. Additional information has been requested and received stated that lens was replaced with different power and same model lens.